Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. About 1-2 hours after the start of the alleged issue, the patient claims he felt symptoms of weakness and shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal failure. A secondary issue was also observed where a failure was found in the eeprom. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.